Event description:
It was reported that a malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Replacement usb charging cable was sent to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
H3: yes.